Event description:
Event description guidant received information that model 4088 sn202388 implantable lead was implanted in the ventricle. Upon post-implant check there was no capture or sensing occurring. There was diaphramatic stimulation. When performing the lead repositioning, the helix would not retract. The model 4088 sn203174 was then attempted but the lead would not remain stable and was removed. A passive fixation lead was then implanted with stable numbers. Upon post-implant an echo was performed on the patient and a small pericardial effusion was noted. The efusion was not large enough to treat. The patient was without symptoms.